Manufacturer narrative:
This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4) no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in poor condition. Filled water into reservoir tank, installed temperature check, flow meter, f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported problem was confirmed. The technician powered on the device and the burning smell came from heaters.removed back panel for further investigations. Removed the wires and found that heater 1 insulator torn, and which burn the enclosure. The root cause of the reported issue was found to be heater 1 insulator was torn, which burned the enclosure. The technician replaced heater 1 and 2.

Event description:
Information received a smiths medical when running for couple minutes start to smell like something is burning. Additional information received 3 august 2021 (email): issue discovered (B)(6) 2021 while in use. No patient injury. Issue was reproduced in test after received by clinical engineering.